Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced stent thrombosis and a stroke during the index procedure. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the mid right internal carotid artery with a medical history including diabetes mellitus and hypertension. The vessel was described as mildly tortuous with a stenosis of 90%. There was no preexisting clot in the lesion. An angioguard embolic protection device was deployed distal to the lesion followed by successful deployment of a precise stent. The stent was post dilated at nominal pressure for five seconds and the procedure was successfully completed. It was noted that the stent had good wall apposition with the vessel. After the angioguard was removed from the patient the stent thrombosed and 2 mg of tpa was administered. Suction thrombectomy was also performed along with a bolus of reopro. During this event the patient suffered left hemiparesis and left hemineglect and was diagnosed with a stroke. The onset was described as step-like and recovery is ongoing. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry, the patient experienced stent thrombosis and a stroke during the index procedure. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the mid right internal carotid artery (ica). The vessel was described as mildly tortuous with a 905 rate of stenosis. There was no preexisting clot in the lesion. An angioguard (catalog and lot number unknown) embolic protection device was deployed distal to the lesion and a precise ((B)(4)/ lot 15329305) stent was successfully deployed in the lesion. The stent was post dilated at nominal pressure for five seconds and the procedure was successfully completed. It was noted that the stent had god wall apposition with the vessel. The angioguard was removed. After the angioguard epd was removed from the patient the stent thrombosed. Two mg of tpa was given. Suction thrombectomy was performed along with a bolus of reopro. During this event it was noted that the patient had suffered stroke. Recovery is ongoing.